Manufacturer narrative:
All codes apply to the lead. Concomitant medical products: product ID: 3889, lot#: unknown, implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. The patient reported that her right leg hurt so badly she could hardly move it. Support link had the patient decrease stimulation to see if this would resolve the pain, however this did not resolve the pain. On (B)(6) the patient stated that her boyfriend went to replace her bandages and discovered one of the leads was either broken or disconnected, which she believes may be related to the issues she is experiencing with her leg. The patient called back on (B)(6) the patient stated that she was in so much pain and was crying during our phone call. The patient thought the lead had broke or had dislodged. The patient stated that no one was helping her, there was no response from the manufacturer representative (rep) and she contacted the urologist on call, but it seemed she didn't care. The doctor asked if she was feeling the stimulation and she did, so the doctor stated that no leads were broken or loose (without being seen) because she was able to feel the stimulation. The patient has tried everything to relieve the pain, but nothing was working. Support link had the patient turn the therapy completely off on the hand held device. It was advised that the patient seek medical attention if the pain persists. The patient called back again on (B)(6) and stated that she was currently in the emergency room, she had a low grade fever. It was noted that the trial started on (B)(6) 2019. No further complications were anticipated/reported.